Event description:
According to the available information the balloon was unable to be deflated.

Event description:
According to the available information after unsuccessful attempts to deflate the balloon, a surgery was performed to remove the catheter. No other clinical consequences were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding lot number 9485780 with the same defect. A par case study was performed based on the same item number aa8112, same defect deflation impossible over last four years: four similar case were found. We received our subcontractor investigation concluding that there was a raw material issue on balloons. No sample is available from the customer and we cannot go further than the documentary investigation. The complaint will be reopened as soon as we receive the sample. Checking the quality databases revealed this type of defect is known and closely monitored. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.